Event description:
During procedure while using diamond back angioplasty machine, the machine was making a noise and vibrating. Shortly after use of machine, pt had episode of hypotension and bradycardia. It was felt that maybe the solution used with machine, which has verapamil 5 mg, ntg 5 mg, plus rotoglide to 1000 ml saline solution could have caused the hypotension. After using diamondback machine, it was removed from room and taken by the reps for trouble shooting, which they stated was a nitrogen connection problem. We switched solutions to remove the medications and only had rotoglide and saline in the next bag, and again we used the diamondback machine without problem. After procedure, pt's heart rate dropped and b/p dropped. Dr called into room, and treatment began. However heart rate continued to drop and pt heart rhythm progressed to vt. Code was called at that time. She was treated with meds and defib @ 200. Pt responded to treatment for approx. 20 min. And then same symptoms recurred. Again code was called where compressions, meds, and defib were adm. To pt. Pt progressed from vt to vf to asystole. Pt was pronounced expired.manufacturer would like to see patient records